Event description:
Boston scientific received information that there may be a potential conductor fracture with this right atrial (ra) lead. Pocket stimulation was occurring and pacing threshold measurements had increased. The pacing configuration was changed to unipolar with the same results. The patient could not recall a history of events, but thought there had been trauma to the site recently. Isometrics were performed and were inconclusive. The patient has heart block, but has a strong underlying ventricular rate. The device was reprogrammed from ddd 70 to ddd 60 to allow for the ventricular sinus rhythm to come through. There were no reported issues with the patient's right ventricular (rv) lead. There were no known plans for intervention as the patient was near a do not resuscitate (dnr) order.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.